Manufacturer narrative:
The device was not returned for analysis. Unable to confirm complaint due to the device not being returned. No event history log was provided. Based on the review of the information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed stopped with the chemotherapy still full. The patient did not receive the medication. The pump exhibited an occlusion alarm.